Manufacturer narrative:
Clarification to b3: partial date of 2021 provided. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "thick capsule contracture", baker grade unknown.

Event description:
Patient reported no complaint against the device. Later patient reported inflammation throughout body; headaches, rashes all related to breast illness due to these defective implants. Last 5 years diagnosed with connective tissue disorder, smoldering myeloma, high inflammation" and later healthcare professional, "intact", and "ptosis" which have been deemed not related to the device. Further reported was "fused to chest cavity causing pain, discomfort", and "thick capsule contracture". This record is for the right side. The device was explanted.

Event description:
Patient reported no complaint against the device. Later patient reported inflammation throughout body; headaches, rashes all related to breast illness due to these defective implants. Last 5 years diagnosed with connective tissue disorder, smoldering myeloma, high inflammation" and later healthcare professional, "intact", and "ptosis" which have been deemed not related to the device. Further reported was "fused to chest cavity causing pain, discomfort", and "thick capsule contracture". This record is for the right side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6.